Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power test. The device had no battery out limit alarm noted and was received with intermittent button response due to corroded keypad traces. There was no ramping numbers anomaly noted and was received with a scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.